Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were air bubbles in their reservoir. The customer also reported that there were air bubbles in the tubing that formed into one big bubble. Customer's blood glucose was 147 mg/dl. Troubleshooting found the customer did not rewind the insulin pump with the reservoir in place. Customer did not have tubing clamps available to check for leaks at the infusion site. The customer did not wish to change out their set and complete troubleshooting. Customer was advised to monitor the issue. Customer's reservoir will not be returned for analysis.